Event description:
It was reported that there was downstream occlusion seal degradation. Per reporter, the event happened before infusion and there was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was degraded and the upstream occlusion (uso) seal was worn. The service history review indicated that the reason for return is related to a past service. Functional testing confirmed the customer's reported issue. The dso seal was replaced, along with the uso seal.